Manufacturer narrative:
The device is currently being investigated. A follow-up report shall be submitted upon completion of the evaluation.

Event description:
Stent was placed in right common iliac successfully. It was post dilated to 12atm distally. The doctor noticed that there was a stenosis in an existing bare metal stent on the left side. He went up and over from the right to the left and used the balloon that was used to deploy the stent to repair the stenosis and the balloon broke. It was removed without incident.